Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), bacterial vaginosis ("bacterial vaginosis/infection"), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots") and breast abscess ("breast abscess"). The patient was treated with surgery (tubal ligation to take it out (B)(6) 2022). At the time of the report, the outcomes for back pain and breast abscess were unknown. The reporter considered back pain, bacterial vaginosis, breast abscess, genital haemorrhage and thrombosis to be related to essure administration. The reporter commented: multiple emergency room trips, had to go to psychologist because bacteria infection was affecting mental health and marriage. No w having to get her uterus removed will scheduled in june when insurance start. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required), bacterial vaginosis ("bacterial vaginosis/infection"), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots") and breast abscess ("breast abscess"). The patient was treated with surgery (tubal ligation to take it out (B)(6) 2022). At the time of the report, the outcomes for back pain and breast abscess were unknown. The reporter considered back pain, bacterial vaginosis, breast abscess, genital haemorrhage and thrombosis to be related to essure administration. The reporter commented: multiple emergency room trips, had to go to psychologist because bacteria infection was affecting mental health and marriage. No w having to get her uterus removed will scheduled in june when insurance start. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain") and embedded device ("embedded within the myometrium, adjacent to the left cornu is a silver coiled medical device") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding, dysmenorrhea, abnormal uterine bleeding, perineal pain, pelvic pain and dysmenorrhea. On (B)(6) 2016, the patient had essure inserted. At an unknown time, she experienced back pain (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), bacterial vaginosis ("bacterial vaginosis/infection"), genital haemorrhage ("heavy bleeding"), thrombosis ("blood clots") and breast abscess ("breast abscess"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & hysterectomy). At the time of the report, the outcomes for back pain, embedded device and breast abscess were unknown. Essure was removed on (B)(6) 2022. The reporter considered back pain, bacterial vaginosis, breast abscess, embedded device, genital haemorrhage and thrombosis to be related to essure administration. The reporter commented: multiple emergency room trips, had to go to psychologist because bacteria infection was affecting mental health and marriage. No w having to get her uterus removed will scheduled in (B)(6) when insurance start. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pathologic interpretation: a. Left fallopian tube and essure, salpingectomy: unremarkable fallopian tube. Medical device. B. Right fallopian tube, salpingectomy: unremarkable fallopian tube. C. Right essure device fallopian tube: medical device. D. Endometrial curettings: secretory endometrium clinical history, preop diagnoses: d&c abnormal uterine vaginal bleeding operation performed: laparoscopic hysteroscopy bilateral salpingectomy with essure removal. Specimens: a left fallopian tube with essure b: eight fallopian tube c: right essure device fallopian tube d: endometrial curettings gross description: left fallopian tube: there is a 13 cm in length by 0.1 cm in diameter wire firmly adhered to the proximal portion of the tube. Right essure device: specimen consists of a 7 cm and 3 (as reported; on 26-jul-2022: specimen: uterus and cervix final diagnoses: a. Uterus and cervix; hysterectomy cervix with nabothian cysts disordered proliferative endometrium focal adenomyosis medical device present (gross examination only;) b. Left ovarian cyst; cystectomy ovarian tissue with follicular cyst gross description: embedded within the myometrium, adjacent to the left cornu is a silver coiled medical device. The medical device is split in two upon removal, and measures 1.5 cm in aggregate length, by 0.2 cm in diameter quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event embedded device added. Surgical pathology report added. Lab data updated. Reporter & patient information added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("embedded within the myometrium, adjacent to the left cornu is a silver coiled medical device") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), perineal pain ("perineal pain"), abnormal uterine bleeding ("heavy bleeding, abnormal uterine bleeding"), blood loss anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis/infection"), thrombosis ("blood clots"), breast abscess ("breast abscess"), back pain ("back pain") and hyperlipidaemia ("hyperlipidemia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, embedded device and breast abscess were unknown. The reporter considered abnormal uterine bleeding, back pain, bacterial vaginosis, blood loss anaemia, breast abscess, embedded device, hyperlipidaemia, pelvic pain, perineal pain and thrombosis to be related to essure administration. The reporter commented: multiple emergency room trips, had to go to psychologist because bacteria infection was affecting mental health and marriage.now having to get her uterus removed will scheduled in june when insurance start. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pathologic interpretation: left fallopian tube and essure, salpingectomy: unremarkable fallopian tube. Medical device. Right fallopian tube, salpingectomy: unremarkable fallopian tube. Right essure device fallopian tube: medical device. Endometrial curettings: secretory endometrium. Clinical history, preop diagnoses: d&c abnormal uterine vaginal bleeding operation performed: laparoscopic hysteroscopy bilateral salpingectomy with essure removal. Specimens: left fallopian tube with essure; eight fallopian tube; right essure device fallopian tube; endometrial curettings. Gross description: left fallopian tube: there is a 13 cm in length by 0.1 cm in diameter wire firmly adhered to the proximal portion of the tube. Right essure device: specimen consists of a 7 cm and 3 (as reported; on (B)(6) 2022: specimen: uterus and cervix. Final diagnoses: uterus and cervix; hysterectomy: cervix with nabothian cysts; disordered proliferative endometrium; focal adenomyosis; medical device present (gross examination only). Left ovarian cyst; cystectomy: ovarian tissue with follicular cyst. Gross description: embedded within the myometrium, adjacent to the left cornu is a silver coiled medical device. The medical device is split in two upon removal, and measures 1.5 cm in aggregate length, by 0.2 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: report received via lawyer: events added: pelvic pain (serious incident instead of previous back pain - reason for removal). Perineal pain. Anemia. Hyperlipidemia. Genital bleeding was specified to abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("embedded within the myometrium, adjacent to the left cornu is a silver coiled medical device") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), perineal pain ("perineal pain"), abnormal uterine bleeding ("heavy bleeding, abnormal uterine bleeding"), blood loss anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis/infection"), thrombosis ("blood clots"), breast abscess ("breast abscess"), back pain ("back pain") and hyperlipidaemia ("hyperlipidemia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy & hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for pelvic pain, embedded device and breast abscess were unknown. The reporter considered abnormal uterine bleeding, back pain, bacterial vaginosis, blood loss anaemia, breast abscess, embedded device, hyperlipidaemia, pelvic pain, perineal pain and thrombosis to be related to essure administration. The reporter commented: multiple emergency room trips, had to go to psychologist because bacteria infection was affecting mental health and marriage.now having to get her uterus removed will scheduled in june when insurance start. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pathologic interpretation: left fallopian tube and essure, salpingectomy: unremarkable fallopian tube. Medical device. Right fallopian tube, salpingectomy: unremarkable fallopian tube. Right essure device fallopian tube: medical device. Endometrial curettings: secretory endometrium. Clinical history, preop diagnoses: d&c abnormal uterine vaginal bleeding. Operation performed: laparoscopic hysteroscopy bilateral salpingectomy with essure removal. Specimens: left fallopian tube with essure; eight fallopian tube; right essure device fallopian tube; endometrial curettings. Gross description: left fallopian tube: there is a 13 cm in length by 0.1 cm in diameter wire firmly adhered to the proximal portion of the tube. Right essure device: specimen consists of a 7 cm and 3 (as reported; on 26-jul-2022: specimen: uterus and cervix. Final diagnoses: uterus and cervix; hysterectomy. Cervix with nabothian cysts. Disordered proliferative endometrium. Focal adenomyosis. Medical device present (gross examination only;): left ovarian cyst; cystectomy. Ovarian tissue with follicular cyst. Gross description: embedded within the myometrium, adjacent to the left cornu is a silver coiled medical device. The medical device is split in two upon removal, and measures 1.5 cm in aggregate length, by 0.2 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.